Event description:
It was reported that intermittent occlusion alarms occurred. The customers went to the emergency room (ER) with a blood glucose (bg) level between 250-554 mg/dl. The customer attempted to treat the elevated bg with a correction bolus via the pump and a supply changed. The customer was treated intravenously with fluids while in the ER and was released the same day with no permanent damage.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.